Event description:
This device was used in the sudden cardiac arrest event of a (B)(6) female, in which the pt did not survive. The end-user reported that the device did not give the "shock advised" prompt. The printout of the ECG trace does indicate that the "shock advised" prompt was issued.

Manufacturer narrative:
Investigation concluded that there was no fault with this device and it had performed to specification in the diagnosis and treatment of the pt. The data shows that the pt was in asystole and pea during this event and in correctly detecting this state the device requested CPR to be performed. After 2 minutes and 25 seconds of CPR the device issued the "shock advised" message. Prior to instructing the shock to be delivered the device will perform a double check to ensure the rhythm detected is correct and in this instance the device correctly detected an un-shockable rhythm and correctly disarmed. The data shows evidence that the operator continued applying CPR after the device requested "do not touch the pt". Continuing chest compressions during this analysis phase caused interference on the ECG and caused the device to prompt "shock advised" and charge up. When applying the double check of the rhythm the device correctly detected a non-shockable rhythm and correctly disarmed. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.